Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event which led to diabetic ketoacidosis eventually leading to hospitalization on (B)(6) 2024. Blood glucose levels were reported to be 500 mg/dl during the event which lasted 3 hours. Ketone levels were moderately high. Patient was treated with intravenous saline and other fluids and was discharged on (B)(6) 2024. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.